Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) results on their e601 analyzer. The customer stated there were ten male patients with discrepant results involved in this event. The customer stated eight patients did not have their discrepant results reported outside the laboratory, only their corrected results. Two patients had the discrepant results reported outside the laboratory which were immediately recalled and had the corrected results reported. Which patients had their discrepant results reported was requested, but not provided. On the day of the event, the tpsa was calibrated. The calibration one signal was too high but accepted. The customer then ran only the high level of quality control and tested patient samples. On (B)(6) 2013, the lowest level of quality control was run with a very low result. The customer then recalibrated and repeated the patient samples. The new results were considered correct. The first patient's tpsa result was 0.387 ng/ml. The repeat result was 3.86 ng/ml. The second patient's initial tpsa result was 0.003 ng/ml accompanied by a data flag. The repeat result was 1.21 ng/ml. The third patient's initial tpsa result was 0.003 ng/ml accompanied by a data flag. The repeat result was 0.489 ng/ml. The fourth patient's initial tpsa result was 0.003 ng/ml accompanied by a data flag. The repeat result was 2.56 ng/ml. The fifth patient's initial tpsa result was 0.003 ng/ml accompanied by a data flag. The repeat result was 1.20 ng/ml. The sixth patient's initial tpsa result was 6.49 ng/ml. The repeat result was 9.80 ng/ml. The seventh patient's initial tpsa result was 0.003 ng/ml accompanied by a data flag. The repeat result was 0.961 ng/ml. The eighth patient's initial tpsa result was 0.003 ng/ml accompanied by a data flag. The repeat result was 0.816 ng/ml. The ninth patient's initial tpsa result was 0.003 ng/ml accompanied by a data flag. The repeat result was 2.74 ng/ml. The tenth patient's initial tpsa result was 1.73 ng/ml. The repeat result was 5.11 ng/ml. There were no adverse events. The tpsa reagent lot number was 169925. The expiration date was requested but not provided. The investigation was not able to determine the reason for the high calibration. The issue was corrected by re-calibrating. It was noted that only performing only the high level of quality control will not recognize the incorrect calibration. A general issue with the calset or rackpack could be excluded.

Manufacturer narrative:
This event occurred in (B)(6).